Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed).

Manufacturer narrative:
Additional information was received that the date of event was 2014-(B)(6). The information submitted reflects all relevant data rece ived. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed a pocket infection. The device and leads were removed. A new permanent pacing lead was implanted "for temporary pacing only." No further patient complications have been reported as a result of this event.